Event description:
This unsolicited device case was received from united states on (B)(4) 2013 from a pt. This case concerns a male pt (age unspecified) who reported that his right knee pain increased and was getting worse as synvisc injection was not working on his knee (sub-therapeutic response). No medical history, past drugs or concomitant medications were reported. Concurrent conditions include problem with stomach and knee pain. On an unspecified date in (B)(6) 2013, the pt received treatment with synvisc injection (route, dosage regimen, batch/lot and expiration date unk) in right knee for unk indication. It was reported that the injection increased his pain and it was getting worse and "lasted all week." He denied swelling but complained of pain in the knee. The pt was upset and frustrated about the pain he was experiencing and reported that the injection was not working on his knee (sub-therapeutic response). Action taken: permanently discontinued (the doctor stated that he was not giving the rest of the injections). Corrective treatment: the doctor advised him to take naproxen sodium (aleve) and also a narcotic pain medications hydrocodone bitartrate/paracetamol (vicodin) and he reported that it was not giving relief. He reported he could not take the aleve due to a problem with his stomach. He reported that he had some diclofenac sodium (voltaran topical nsaid gel) that he was trying on the area as well and his doctor prescribed him oxycodone hydrochloride/paracetamol (percocet) which was not working either. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and conclusions was pending for the same.